Event description:
It is reported that the patient has a button error on their insulin pump and the buttons will not work at all. Patient's blood glucose level is at 155 mg/dl. Trouble shooting is conducted and found possible water damage from river. Device is being returned. No further information available.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarms noted. The insulin pump received with cracked case at display window corners, cracked display window and minor scratches on lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).